Manufacturer narrative:
Visual inspection: during the investigation, scratches on the outer housing of the progav, but no significant deformations or damage were determined. Permeability test: a permeability test has shown that the progav has a blackage while the shuntassistant is permeable. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical positions. The results show that the shuntassistant operates within the specified tolerances in both positions. Because the progav is not permeable, a computer controlled test is not possible. Adjustment test: the progav was tested and is not adjustable. Braking force and brake function test: the brake functionality test has shown that the brake function operates as expected. However, the braking force cannot be measured due to the non-adjustability of the valve. Internal inspection: after dismantling of the valves, deposits were found. Results: based on our investigation results, a blockage and a non-adjustabbility in the progav were determined. The deposits visible in the valve led to functional impairments. Deposits caused by substances naturally present in the body, such as protein, blood, or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of organic deposits can compromise the integrity of the valve. Furthermore, we can confirm visible deposits in the shuntassistant. The deposits did not affect the technical performance at the time of the examination. The valve is operating within specifications. A defect at the time of release can be excluded. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that a progav shuntsystem (#fv414t) was implanted. According to the complainant, the shunt system caused an underdrainage. The patient underwent a revision procedure on (B)(6) 2026. No patient complications were reported as a result of the revision procedure.